Manufacturer narrative:
Siemens has investigated this event. The limited available information indicates the na+ sensor was performing as expected on rp500 sn (B)(4), cartridge sn (B)(4) through the 6 days of uselife it was installed. There were a few calibration d2 drift errors including one about 15 minutes prior to the suspect sample being run at 16:33. The text from the complaint indicates the na+ value was elevated relative to repeat results and the central lab. For the suspect sample and the two repeats several minutes later, only the na+ parameter was enabled during analysis. With this limited information and no r1 file available to assess the raw sensor responses there is too little information to provide an adequate assessment of the root cause.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. It was also stated that the repeat results from the rp 500 matched the lab test results. Siemens has requested the data logs to be returned for investigation. The root cause of this event is unknown.

Event description:
The customer reported discrepant sodium results on the rp 500 and a non-siemens lab analyzer. There was no report of injury due to this event.